Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. There were no issues with advancing or withdrawing the 18fr procedure sheath. Prior to closure heparin ivp was given. Given the information it is possible the anchor did not catch on the arterial wall. It's also possible that the anchor was pulled through the arterial wall or the measurement was incorrect, and the anchor was deployed in the tissue tract leading to complete pull-out. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "dr performed tavr at (B)(6). Right fa was accessed using u/s and cine. Confirmed optimal access with micro-introducer kit. Manta depth locator measured 2.5+1cm. Vessel was clean at access site. Upon completion, manta was inserted per IFU and withdrawn to 3.5. Manta anchor was activated at this point and dr pulled to green. Manta device came out of the body with anchor and collagen still intact to the device. Dr held pressure and inserted 2 suture mediated closure devices to close the fa. This closed down the vessel and cutdown was performed. The manta device may have either pulled through the arterial wall, or it was a tissue tract deployment due to not being deep enough. Patient's vessel was repaired by vascular surgeon and flow was restored.

Event description:
It was reported that: "dr performed tavr at advent daytona. Right fa was accessed using u/s and cine. Confirmed optimal access with micro-introducer kit. Manta depth locator measured 2.5+1cm. Vessel was clean at access site. Upon completion, manta was inserted per IFU and withdrawn to 3.5. Manta anchor was activated at this point and dr pulled to green. Manta device came out of the body with anchor and collagen still intact to the device. Dr held pressure and inserted 2 suture mediated closure devices to close the fa. This closed down the vessel and cutdown was performed. The manta device may have either pulled through the arterial wall, or it was a tissue tract deployment due to not being deep enough. Patient's vessel was repaired by vascular surgeon and flow was restored.

Manufacturer narrative:
(B)(4)